Event description:
It was reported that during an anterior horn meniscal repair, the needle of the mender suture systems kept bending upon entry into the patient's joint, this would not allow the suture to be shuttled through. The procedure was successfully completed without significant delay using a back-up device. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 7210752 tfcc mender disposable suture system, intended for use in treatment, has not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during an anterior horn meniscal repair, the needle of the mender suture systems kept bending upon entry into the patient's joint, this would not allow the suture to be shuttled through¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported